Event description:
The customer contacted baxter's service center regarding a check patient line alarm (separate report) which occurred on the homechoice during initial drain. During troubleshooting, the stated they observed air in the tubing. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.